Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned stem impactor rod confirms the tip is missing from the device the tip was not returned with the device. Also the rod is misaligned as well. The device is manufactured in 2014. The device exhibits signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a thr surgery, external to the patient, was noticed that the stem impactor rod has the threaded tip broken off and the shaft is misaligned. It is unknown how the procedure was finished, but no surgical delay and no injury to the patient were reported. .